Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. On 3/1/10, product surveillance contacted the home patient (hp)'s clinic and spoke with a nurse (rn) there. Per the nurse, the hp had expired; the nurse said that the hp had not expired at the clinic, at home, or during therapy, but did not have any additional details. Product surveillance received follow-up information via email from global pharmacovigilance 3/2/2010 following contact with the nurse on 1/27/10 per nurse, hp passed away on (B) (6) 2010. The reported primary cause of death was congestive heart failure, and secondary cause of death was fungal peritonitis due to calciphylaxis and sepsis. Per nurse, the event of death was not related to any of the baxter pd solutions the patient was on. On the 29th of april product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of peritonitis while using the homechoice (hc) device. The nurse stated that to her knowledge the peritonitis was resolved prior to the patient's death.

Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch MFR's report number 1222780-2010-00097. User facility reported five unsuccessful cavity integrity assessment (cia) tests during an attempted novasure endometrial ablation. The uterus was reported to be "very retroverted". The procedure was abandoned and a perforation was confirmed on post hysteroscopy. A laparoscopy was done and a "minuscule perforation" was seen on the "pt's right side of the uterus near the cornua". No treatment was needed for this perforation and the pt was discharged home. The physician's assistant reported the pt was seen on follow-up during the week of (B)(6) 2010 and she is "fine". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a suresound. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
(B) (4). The device was evaluated by the baxter product analysis lab (pal). The device passed the homechoice return instrument test / evaluation (rite) electrical test 350-5000-321 but failed the rite functional test 350-5000-320 due to a system error 2 alarm. Continued evaluation of the device revealed a system error 8 alarm was also encountered by the pal. Review of the returned device logs, which contained data from the most recent therapies performed by the customer, revealed no previous occurrences of a system error 2 alarm or system error 8 alarm. The last therapies performed using the device occurred (B) (6) 2009 ending (B) (6) 2009 and were all successfully completed. Review of the returned device logs revealed no patient drain volumes that met or exceeded the increased intraperitoneal volume (iipv) criteria. Service history record and event history record reviews revealed no issues that may have caused or contributed to the reported incidents. The pal evaluated the device, and no failure or malfunction was identified that could have caused or contributed to the patient passing away. The assignable cause of the rite encountered system error 2 alarm and the pal encountered system error 8 alarm was determined to be an intermittent malfunction of the digital printed circuit board (pcb). The digital pcb was identified for removal and the device was subsequently forwarded to service. Renq-CAPA-(B) (4) is currently open to address system error 0002 alarms.

Manufacturer narrative:
(B) (4). Device evaluation has been started but is not yet complete follow up information will be sent when it becomes available. 1423500-2010-00632 and 1423500-2010-00633 are additional emdrs that have previously been submitted to address the issue of peritonitis.

Manufacturer narrative:
(B)(4).(B)(4). The root cause will be identified/addressed through the CAPA.

Event description:
Covidien (B)(6) reported that during their incoming inspection testing, the pencil self activated.